Event description:
It was reported that a small volume intermate had white floating particles. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from november 24, 2014 to november 26, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a white particle, approximately 1.99 mm in length, in the reservoir. A fourier transform infrared spectroscopy san determined that the particulate matter was acrylic. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.